Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer for evaluation at the time of this report. The device history record of batch number (B)(4) that belongs to catalog number 1885 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation to confirm the alleged defect reported and determine the root cause, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "head nurse found there was bubbles in the cup and no mist came out prior to use on patient, which could not be used on the patient . Replaced new one to complete the treatment. Patient is fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. During the visual inspection , it was observed that a foot was broken from the bottom of the jar and that the foot was loosely returned. A white residue was found on the remaining components. The returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. During functional testing, a light mist was produced from the chamber of the nebulizer. However, no bubbles were being produced from the nebulizer unit. The reported complaint that the nebulizer bubbles and does not produce a mist could not be confirmed through functional inspection of the returned sample. Functional inspection of the unit indicated that a light mist was produced and that bubbles were not being produced. The investigation of the returned sample found no evidence to suggest a manufacturing related cause as no problems were found with the returned sample. No further action will be taken.

Event description:
Customer complaint alleges "head nurse found there was bubbles in the cup and no mist came out prior to use on patient, which could not be used on the patient . Replaced new one to complete the treatment. Patient is fine."